Event description:
It was reported that an angio-seal was deployed post interventional procedure. The pt was discharged about 5 hrs later; at approximately 1:00 am the next day. After discharge, when the pt was in the parking lot, the groin started to bleed. The pt was assisted back to the hosp on a stretcher and was readmitted. Additional info was not available. The physician who deployed the angio-seal was unk. The implant date, and event date are month specific, the exact dates are unk.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot# was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device pt's info guide, which the pt is instructed to carry with them for 90 days states some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the pt is to contact their physician immediately at the # listed on their pt info card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms. The angio-seal device pts info guide states that the pt is to modify activity for 48-72 hrs; no straining, no lifting greater than 10 pounds, and avoid driving the day of discharge.